Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's device exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) was consulted by the other manufacturer's field representative to discuss the shock impedance measurement. It was noted that the measurement was consistent and stable. Ts discussed that the shock impedance reading of 158 ohms would be considered out of range for boston scientific devices, and noted that other manufactures devices may interpret impedance measurements differently. The field representative stated that patient will continue to be monitored. A boston scientific field representative was unable to obtain any further information. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.